Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump reservoir cartridge occasionally loose or not secure, buttons was sticking, and smells insulin when priming. Customer stated that insulin pump was slower during rewind and had grinding noise during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.